Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a pre-filled syringe. The customer reported on (B)(6) 2013, his wife began to feel ill and had a high temperature. She was taken to the doctor's where labs were drawn and the doctor prescribed the patient antibiotics. When that lab report was rec'd by the doctor the medication was changed and the patient was prescribed sipro, because the reports stated that the patient was septic, per the patient's husband. The doctor also advised that the patient should be seen by a hematologist. Per the hematologist, the patient was continued on sipro on (B)(6) 2013. A f/u appointment with the doctor on (B)(6) 2013, the medication was changed to rocephin. Two weeks later on (B)(6) 2013 the medication was changed to mercamine. On (B)(6) 2013 on a f/u appointment the medication was changed to cubicin. On an add'l f/u appointment on (B)(6) 2013 the patient's medication was changed back to sipro. Following the completion of the sipro, the patient was prescribed rocephin. On (B)(6) 2013 the medication was changed to invanz. The patient would show improvement while on the medication but after the medication was completed the patient would relapse and would again have a fever resulting in a new medication. Per the husband he stated that his wife had 5 weeks of high fevers which has caused her to have physical damage to her left eye. The patient had blood vessels pop and caused her eye to look like it was full of blood. Once the eye healed she noticed she had a decrease in her vision in her left eye. The patient is also have cranial headaches which is treated with 150mg of demerol and 25mg of toradol. Tpn was started on (B)(6) 2013 and she became sick after that on (B)(6) 2013 per her husband. Prior to the device placement the patient was eating normally prior to tpn, but because of low weight the doctor ordered placement of the device to increase weight. To date the patient is on meropenem 2000mg, injectable diphenhydramine 50mg.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.